Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of obtaining legible patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Event description:
The user facility reported patient's blood pressure became very low at the end of treatment. Upon disconnecting once treatment was completed, the patient coded. AED applied and no shock advised. CPR continued. Patient was transformed to hospital by ems. Medical records have been received, but are not legible. Manufacturer is requesting legible records.